Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient during an initial procedure a size 9 taperloc stem was implanted, it stayed proud 2cm. Surgeon extracted it, rebroached with a size 9 broach and reattempted with same result. Surgeon rebroached with a size 10 and asked for another new size 9 stem. It solved the issue. There was a 15 minute delay in the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. A tprlc 133 t1 pps ho 9x137mm, part # 51-104090 from lot 6892546, was returned and evaluated against the complaint. Visual inspection found the porous coating to be lightly mashed. A small amount of foreign debris is present within the porous coating. Discoloration was identified on the distal portion of the stem that appear to be water spots. The overall length and coating width were measured via calipers to assist in identifying the product. The readings fall within the ranges for a 9x137mm stem. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.